Event description:
Additional information was received that the patient's ipg was replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported that the patient's ipg was approaching end of life. The ipg is still providing therapy. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
Date of event is estimated.